Manufacturer narrative:
Serial number should have been (B)(6) instead of (B)(6); lot number should have been 3629005 instead of 3652432; expiration date should have been feb 28, 2015 instead of blank; manufacturing date should have been feb 19, 2012 instead of blank.

Event description:
New information received notes the patient experienced no adverse consequences before, during, and after the lead replacement procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited oversensing, varying pacing impedance, and reduced r-wave amplitudes. No intervention was performed. Further information was requested but not received.

Manufacturer narrative:
Additional information.

Event description:
New information received notes the right ventricular lead was explanted and replaced.